Manufacturer narrative:
(B)(6). The 3.5 x 12 mm rx xience xpedition mentioned is being filed under a separate manufacturer report number. There was no reported device malfunction and the product was not returned. The reported patient effects of angina, allergic reaction or hypersensitivity to contrast agent or cobalt, chromium, nickel, tungsten, acrylic and fluoropolymers, drug reactions to antiplatelet drugs or contrast agent and total occlusion of coronary artery are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that a 3.0x12mm xience xpedition stent was implanted in the right coronary artery (rca) and approximately two months later, the patient experienced right hand tremors. The patient tested negative for parkinsons and was diagnosed with benign tremors. The tremors decreased. Approximately 14 months after the index procedure, the patient experienced angina and was re-hospitalized. The 3.0x12mm xience xpedition stent was found occluded with a 'bubble'. There was no diagnosis of a myocardial infarction (mi) and the patient was very compliant with the post-procedure antiplatelet medications. A 3.5x12mm xience xpedition stent was implanted overlapping the 3.0x12mm xience xpedition, as treatment. The angina resolved and the patient was discharged. Reportedly, after the 3.5x12mm xience xpedition stent was implanted, the tremors increased once more. The patient and his wife believe that the drug in the xience xpedition stents could be causing the tremors. There was no additional information provided.